Manufacturer narrative:
There is no 510(k) for this device as it is eua. Eua (B)(4). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ false negative results were obtained. Confirmatory testing was performed using a different brand of test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer said they had between 10-15 covid tests come back as negative. All of the patients had previously been exposed, had covid symptoms and then were tested using another brand. When tested with another brand, they tested positive. All of the tests were from the same lot. Customer has two more boxes with the same lot number and does not want to use them in fear that they will give the wrong results. A customer's covid kit lot no.1247363 exp 2/15/2022 is giving false negative results.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1247363. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ false negative results were obtained. Confirmatory testing was performed using a different brand of test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer said they had between 10-15 covid tests come back as negative. All of the patients had previously been exposed, had covid symptoms and then were tested using another brand. When tested with another brand, they tested positive. All of the tests were from the same lot. Customer has two more boxes with the same lot number and does not want to use them in fear that they will give the wrong results. A customer's covid kit lot no.1247363 exp 2/15/2022 is giving false negative results.